Event description:
Initial information from rep provided on (B)(6) 2014: during a cerebral angiogram and while using the micro puncture set to gain access, the wire fractured in the body. All the pieces of the fractured wire could not be removed from the patient's body. New information received by the rep (B)(6) 2014: the physician had arterial access with the micropuncture set and when he inserted the wire, they believe he perforated the iliac because the wire was stuck. The needle was removed and they attempted to pull the wire back through the sheath and it would not come back. As they continued to try to withdraw the wire, the wire fractured. They withdrew all that they could but could see that part of the wire was still in the patient (under fluoro). The piece was still and appeared to be stuck on iliac tissue. They reaccessed a new site with another micropuncture set but used the physician's preferred wire. The procedure was completed successfully, however, the piece of the wire was not retrieved.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.